Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on (B)(6) 2015. The fse found a hole in the tubing through pinch valve pv27. The fse replaced the tubing, which repaired the leak, the vote outs and the errors. The repairs were verified by the fse. (B)(4).

Event description:
The customer reported the coulter hmx analyzer with autoloader was generating vote outs for differential results and was generating pc2 errors. While troubleshooting the field service engineer (fse) found a leak inside the instrument. The volume of the leak was not specified and was contained within the instrument. The fse was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.